Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on (B)(6) 2020. Blood glucose reading was over 600 mg/dl. Customer stated that symptoms such as nausea. The customer stated that cannula of infusion set was bent and customer did not use sensors and therefore was not in auto mode. The customer was treated with intravenous drip at the hospital. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer¿s last blood glucose reading was 288 mg/dl. The insulin pump will not be returned for analysis.